Event description:
It was reported that the insulin pump had a sticking keypad. The blood glucose reading was 175 mg/dl. No significant events leading to the keypad issues were observed. The customer also noted that she experienced high blood glucose levels. The high blood glucose reading was over 300 mg/dl. She advised that she had been eating pizza leading up to the high blood glucose. She stated that she had not counted the correct amount of carbohydrates and did not require troubleshooting for the matter. Advised replacement of the insulin pump for the keypad issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on keypad traces noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.